Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "uterine ablation and essure insertion". The patient's medical history included loop electrosurgical excision procedure, fibromyalgia, low back pain, spinal laminectomy, vitamin deficiency and hashimoto's disease. Concurrent conditions included headache, ovarian cyst, low grade squamous intraepithelial lesion, adrenal neoplasm, nausea, vomiting, weight loss, myofascial pain syndrome, neck pain, bacterial vaginosis, dyspareunia, vaginitis, paratubal cyst and nabothian cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding,"), autoimmune disorder ("autoimmune : like symptoms"), neuromyopathy ("neuromuscular problems") and infection ("infection"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, neuromyopathy and infection outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, infection, neuromyopathy and pelvic pain to be related to essure. The reporter commented: insertion details-one to two coils extruded from the right fallopian tube and approximately five from the left fallopian tube. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "uterine ablation and essure insertion". The patient's medical history included loop electrosurgical excision procedure, fibromyalgia, low back pain, spinal laminectomy, vitamin deficiency and hashimoto's disease. Concurrent conditions included headache, ovarian cyst, low grade squamous intraepithelial lesion, adrenal neoplasm, nausea, vomiting, weight loss, myofascial pain syndrome, neck pain, bacterial vaginosis, dyspareunia, vaginitis, paratubal cyst and nabothian cyst. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding,"), autoimmune disorder ("autoimmune : like symptoms"), neuromyopathy ("neuromuscular problems") and infection ("infection"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, neuromyopathy and infection outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, infection, neuromyopathy and pelvic pain to be related to essure. The reporter commented: insertion details-one to two coils extruded from the right fallopian tube and approximately five from the left fallopian tube. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.